Manufacturer narrative:
A field service engineer (fse) confirmed the reported errors with the customer via the telephone. The errors were reproduced by running a bf wash prime on the instrument. The customer stated that the wash bottle was recently replaced. The fse then instructed the customer to make new batch of wash solution then prime the system. The customer stated the issue was resolved with the new wash solution. The aia-900 analyzer returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 18may2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The probable cause of the issue is attributed to the wash solution mixture.

Event description:
A customer reported error 2239 bf probe 1 purge failure and error 2240 bf probe 2 purge failure on the aia-900 analyzer. The analyzer was not operational. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting alpha-fetoprotein (afp) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.